Manufacturer narrative:
The customer receives an operator¿s manual with each system purchased. ¿this operator's manual is your written guide to the system and considers all options available to the customer; therefore, when reading this manual, ignore the options which do not apply to your specific unit. Please read the entire manual carefully before operating the instrument. Recommended settings are given only as guidelines, and are not meant to restrict the surgeon; however, before trying other settings, the surgeon and support personnel should be experienced with the system and familiar with the new settings. Note: if an inconsistency exists between the instructions in the operator's manual and the directions for use (dfu) supplied with a consumable pak or accessory, follow the dfu. Equipment improvement is an on-going process and, as such, changes may be made to the equipment after this manual is printed. Pay close attention to warnings, cautions, and notes in this manual. A warning! Statement is written to protect individuals from bodily harm. A caution statement, with the caution heading centered above the text, is written to protect the instrument from damage. A note: is written to bring attention to highlighted information." The system operator¿s manual includes the warnings: keep clear of the IV pole when it is in motion to prevent skin, hair, and/or clothing from being trapped in the IV pole mechanism. The IV pole moves during power on/ off, priming, and bottle height adjustment. Keep clear of display base when raising display from stored position to prevent skin, hair, and /or clothing from being trapped at the base. There is also a warning symbol on the system right at the potential pinch point of the display arm and IV pole mechanism. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the set up of the system the scrub nurse caught her forearm in the screen hinge. The nurse reported a break in the skin and a hematoma. First aid was applied. Warning sign was noted after the incident occurred. This is the first report of three for this facility. Additional information received from the company representative stated the affected member of staff is making a good recovery and has a fully functioning arm.